Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the distal end of the tubing on a clearlink continu-flo solution set easily pulled away (separated) from the in-line valve (y-site). This was identified during set-up and infusion preparation. The issue was resolved by using a new set-up. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection was performed using the naked eye, which revealed the tubing was separated from the third y-site clearlink in the downstream tailend of the set. The reported condition was verified. The tubing was analyzed where the separation occurred and evidence of solvent was present. The tubing insertion depth was measured which revealed evidence of an incorrect assembly in the joint of the tubing and the y-site. Per the results of the evaluation, the cause was determined to be due to machine misalignment during the automated assembly process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.